Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, around 130pm, while in the front of a restaurant, the patient was experiencing heavy sweating and sat down on the floor. The patient¿s cgm was reading 135 mg/dl while her bg meter reading was 27 mg/dl. The patient was also wearing a tandem insulin pump. The patient had baqsimi nasal glucagon spray and self-treated herself with it. After treatment, the patient¿s bg meter reading increased to 86 mg/dl while the cgm was reading 135 mg/dl. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.